Event description:
It was reported that the patient was experiencing incontinence with his artificial urinary sphincter (aus). The pressure regulating balloon (prb) was collapsed. The device remains implanted. No additional patient complications have been reported at this time.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date have been updated.

Event description:
It was reported that the patient is experiencing incontinence with his artificial urinary sphincter (aus). The pressure regulating balloon (prb) is collapsed. All components were removed and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually and microscopically examined, and leak tested. Visual testing revealed that there was a tear at the sphere-adapter junction. Based on the information available and analysis results, the tear identified in the balloon could have caused or contributed to the reported clinical observation of mechanical anomalies. Also, the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the balloon of this artificial urinary sphincter was collapsed and the patient was experiencing incontinence. All components were removed and replaced. There were no additional patient complications reported.